Event description:
It was reported that for one hand piece for battery powered driver the reverse speed was not working. For three others the motor was running intermittently. There is no patient involved. The issue does not involve a surgery. It was discovered during evaluation after the devices were returned to the manufacturer. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. Additional product code: gxl. Device is an instrument and is not implanted/explanted. Service history review: lot 005496: a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is december 02, 2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the device required service. The repair technician reported the nose cone was jammed and would not rotate, the motor ran intermittently, and the positive wire from the main circuit to the motor was damaged. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: nose cone, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.